Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient had the device implanted on (B)(6) 2019. The patient also had a right and left custom-made testicular prosthesis implanted. On (B)(6), he returned for his post-op follow-up where he stated he was sore. The dressings were removed, and it was noted that the wounds were clean and dry, and the implant was positioned well. On (B)(6), the patient followed up again and was noted to be healing well and his drain was removed. On (B)(6) 2020, the patient returned desiring an implant upgrade and was examined. It was identified that he had suprapubic fat covering the base of his penis which led to an anatomical perception that his penis was shorter and leading to his complaints of penile dysmorphia. There was also a note of scar tissue and loose skin that would also be removed during this surgery. He returned to the office on (B)(6) where it's noted that the implant was well positioned, and the sutures were secure. The patient returned for his second follow up on (B)(6) stating he felt "fine." The patient retuned again for his 3rd follow up on (B)(6) where he had the dressings removed and a urowrap applied. The patient then called the office on (B)(6) 2024 stating that he had penile swelling and inflammation secondary to "marathon sex." He arrived to the office for examination on (B)(6) 2024, where he was examined for potential infection, but the results were negative. He met virtually with the physician on (B)(6) due to recurrent swelling and asked to present to the office on (B)(6). The patient returned and upon consultation and examination, a severe seroma had formed in the penis. Due to the recurrent swelling, the patient was informed this may be indicative of infection and biofilm formation which may require removal of the implant. It is also noted that he had penile skin erosion. During surgery, it was confirmed that severe biofilm was identified and thus the implant was removed. The patient stated post-surgery he was in pain, had nausea, and a sore throat. He noted that he had drainage and rated his pain as a 9 (out of 10). On (B)(6), the patient only had slight discomfort. He followed up virtually on (B)(6), where there was an area of concern due to thickness, that may be fluid. On (B)(6) it was noted that he had not followed up since the previous encounter which is in violation of post-operative protocol. During this follow-up, he expressed that he had a lack of penile sensation/decreased sensitivity. The physician noted that this is likely due to the previous infection. However, it was also noted that the penis had good appearance, no palpable nodules or hardness, and only a small scar on the right side. The patient had a pre-existing diagnosis of erectile dysfunction, as of on (B)(6) 2018. It should also be noted that the patient had an additional surgery, testes prosthesis implantation, at the same time as initial device implantation. Many of the reported events may be due to or confounding to the testes surgery. There are no claims of curvature noted within the patient's medical records. It is likely that the sore throat and nausea reported are results of anesthesia and not directly related to the implant itself. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "temporary reactions, swelling and/or erythema," "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures," "erosion of silicone block requiring removal," "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity," "skin wrinkling in erect and flaccid state," "cutaneous hypersensitivity reaction," and "any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Pain, erosion, seromas, fluid drainage, and swelling are common and anticipated events in any surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. The post-operative handbook also includes information about the temporary increase or decrease in sensation after the operation. This is due to the stretching of the skin after placement of the implant and will return to normal in a few weeks to months. Patient signed a consent form that stated (among other areas) that the patient "will not engage in any stressful physical activity including excessive bending, lifting, or participation in any sports" and that the patient agreed to not "manipulate [his] penis" or "engage in any rigorous activities." The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." After the procedure, the patient also receives a jp drain to allow for antibiotic fluid around the implant to exit the body in the days following the operation. Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery. As stated within the patient's medical records, the patient failed to follow-up for two months, which is directly contradictory to post-op protocol. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature, scar formation, seromas, loss of skin sensitivity/sensation, and pain as an anticipated adverse events and implant erosion and implant extrusion/perforation as anticipated device deficiencies. Dissatisfaction with cosmetic results is also listed as an anticipated complication. The instructions for use also list implant extrusion as a potential adverse device deficiency. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. The root cause of this investigation is known inherent risk of the device and attributed to user error. Bio-film formation is a risk with any implant of a foreign body. "Marathon sex" can be considered a rigorous activity and the root cause of some of the events, such as inflammation and swelling. The patient failed to follow post-op protocol on two occasions, one by participating in "marathon sex" and failure to follow-up at the prescribed cadence discussed prior to implantation or any revision/upgrades/removals. As the device was unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.